Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were not reproduced. The alarms were confirmed as the upstream sensor was found to be failing with low fluid numbers. Low ultrasonic readings can make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.